Manufacturer narrative:
(B)(4). The reported complaint was confirmed based upon the sample received. The customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination revealed that the first two staples appeared to be misaligned. Upon functional inspection, the misalignment of the first two staples prevented the remaining staples from firing correctly. Die casting anomalies on the forming tool and flash in the cover block were discovered. A DHR review was performed with no evidence to suggest a manufacturing related cause. A CAPA was opened to address this issue. The CAPA identified flash in the cover block as the probable root cause of this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that, "when the user attempted to fire a staple, it jammed and didn't come out from the stapler during use. Therefore, the user replaced the stapler with a new one to complete the procedure. No staple fell/remained in the patient and no injury to the patient was reported." Associated MDR# 3003898360-2024-00209.

Manufacturer narrative:
(B)(4). Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. A device history record review was performed, and no relevant findings were identified. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
It was reported that, "when the user attempted to fire a staple, it jammed and didn't come out from the stapler during use. Therefore, the user replaced the stapler with a new one to complete the procedure. No staple fell, remained in the patient and no injury to the patient was reported." See associated MDR#: 3003898360-2024-00209.